Manufacturer narrative:
No conclusion can be made. The information provided indicates the patient was treated postoperatively for a fever, however the cause of the patient's fever is unknown and it is unclear what type of treatment was administered. The product is supplied sterile to the customer. There is no connection that can be made to identify the device causing or contributing to the postoperative fever. A lot number was not provided, without a lot number a review of the manufacturing records is not possible. Should additional information be obtained, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/ reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported via (B)(4) ((B)(4) food and drug administration): "the patient sustained a fever after endoscopic surgery." The information provided indicates that the patient was implanted with a davol flat mesh and was postoperatively treated for a fever.